Event description:
It was reported that the lead exhibited low lead impedance and noise on the atrial channel. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.